Event description:
It was reported that during a laparoscopic sigma procedure, proximal malformed staples only one line, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 07/02/2010. Information anticipated, but unavailable at this time.